Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by a zoll sales representative that the autopulse platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message. The zoll sales representative swapped out the autopulse lifeband with another one but the message did not clear. No patient involvement was reported. No further information was provided.